Event description:
It was reported that during a percutaneous biopsy of l5 bone sclerotic lesion, the surgeon had difficulty withdrawing the biopsy needle. The handle of the biopsy needle detached and attempts to remove the metal shaft with artery forceps lead to moving the device. The shaft was retrieved with sterile bone rongeurs. No pt consequences have been reported. No additional info was reported.

Manufacturer narrative:
Followed-up with company rep. Conclusion: the cause of handle separation could not be pinpointed unless the missing proximal half is made available for analysis. Additional info is required regarding the manner in which the product is used in the procedure to determine if jamming of the device has occurred due to misuse of the product or a product anomaly. Any jamming condition in the nozzle will contribute to the breakage of the nozzle.